Event description:
Procedure type: lap gastric bypass. According to the rptr: the small white rubber plastic gasket piece, inner part of versastep plus cannula was noted to have come off during use. It was retrieved, staple line check, no harm to pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).